Manufacturer narrative:
The suspect clamp has been received by the manufacturer for evaluation. The adjustment screw pf the clamp was intact and functional but the hex head was slightly rounded out causing the mating tool to slip intermittently. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, the screw of the spine clamp was damaged. There was no patient present at the time of the issue.